Manufacturer narrative:
Date rec¿d by MFR : 30sep2019, date of report : 01oct2019. A touchscreen assembly was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance and resistance ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported by the international customer that the ventilator touchscreen deviated from the proper position. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 21jan2019. Date rec'd by MFR: 10jan2019. The service engineer (se) inspected the device. The se replaced the touchscreen and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.